Manufacturer narrative:
The iol was returned for analysis. Additional observations were as follows: iol returned in three (3) segments in a specimen container in an unknown clear liquid. The optic is scratched/marked-rejectable. Optical power and resolution could not be verified due to condition of the returned sample. Additional information: the complainant indicates the use of company viscoelastic which are not qualified for use with associated iol/cartridge combination. The root cause for the reported complaint "dissatisfaction with the visual outcome after implantation, os" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in the left eye, a patient is experiencing bad distance and near vision. The refractive outcome for the left eye is indicated to be over three (3) diopters hyperopic difference than the right eye. Additional information has been requested.